Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR#: 2134265-2010-00180. It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. Access was obtained through the radial artery. The 99% stenosed target lesion was located in the mildly calcified, moderately tortuous left circumflex (lcs). The lesion was predilated using a 1.5x10mm and a 2.5x15mm non-bsc balloon. A 3.0x20mm taxus liberte stent delivery system (sds) was advanced to the lesion and the stent was deployed at 14 atms/30sec. The stent was post dilated with a non-bsc balloon. However, after deploying the taxus stent, a distal dissection was confirmed with cine. To treat the dissection a 3.00x16mm taxus liberte sds was advanced but it would not cross through the just placed stent. When the 3.00x16mm taxus liberte sds was removed, it was noted that the stent was damaged. The sds was exchanged for a different size taxus sds and the procedure was completed without any add'l pt complications. The pt's current condition is listed as "good".